Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date implanted - unknown. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2016-01041 / 01042).

Event description:
It was reported patient underwent an initial hip arthroplasty on an unknown date nine years ago. Subsequently, the patient was revised on (B)(6) 2015 due to liner wear. The ceramic head was reported to have been discolored black.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Evaluation in progress.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. Wear, deformation, cracking, and delamination of the device were noted. Metal particles were noted in the device. A conclusive root cause for the event could not be determined.